Event description:
In 2008, a lay user/patient contacted lifescan (lfs) alleging that an one touch ultra meter would not power on. The complaint was classified based on the customer service rep (csr) documentation. The pt tests her blood glucose at least four times a day and manages her diabetes with lantus that is taken on a sliding scale. On five days earlier at 10 pm, the pt claims that she spilled food on the meter, then the meter had an er2 message and it would not power on. As a result of the reported incident, the pt stated that she took an increase of 5 units of lantus. At that time however, the pt claim to be asymptomatic. On the day prior to original date sometime in the morning, the emergency medical services (ems) were reportedly called for assistance. A blood glucose of "20 mg/dl" was reportedly obtained on the emt meter and the pt was reportedly treated with IV glucose. This complaint is being reported due to the following conclusions: the pt claimed that she increased her insulin and reportedly received treatment by the ems for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.